Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-95 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed two error codes associated to the stirrer motor during maintenance. Reportedly, the motor was noisy. There was no patient involvement.

Event description:
See initial report.

Manufacturer narrative:
H.10: the repair of the affected device is in progress and the patient bridge is going to be replaced to solve the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H.10: the repair of the device is still pending completion. However, based on investigation performed for similar cases, the most likely root cause of the reported issue is associated to motor bearing damaged by the corrosion, which consequently does not allow the motor shaft to rotate. Possible causes are water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase. Causes related to environmental conditions. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report